Event description:
My dexcom g7 has been widely off range for measuring my blood glucose, sometimes over 100mg/dl off even after calibrations. This has occurred on multiple sessions. My sensor is connected to my tandem pump therefore my insulin dosages are not modified correctly when the cgm(continuous glucose monitoring) readings are incorrect. Incorrect insulin dosages can lead to serious injuries or hospitalizations. I have been mitigating this by completing manual blood glucose fingerstick measurements but am worried this could happen during sleep.